Event description:
As reported by the user facility: pt complained of pain at IV site after IV had "been in a while." Exact time and dates are not known at this time. IV catheter was removed because of complaints of pain. Portion of catheter retained in pt and required surgical removal. Pt recovered without further complication.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). A picture of the actual device was provided by the facility. The picture showed a "v" shape cut on the capillary where the capillary is cut off. The actual sample involved in the incident and all available information has been forwarded to the manufacturer for further evaluation. Their investigation is on-going. A follow-up report will be provided when the inspection results are available.